Event description:
It was reported that the irrigation tip disassembled into two parts. This did not occur during a procedure. Nothing fell into the surgical site and the account had a back up to complete the procedure with no delay.

Manufacturer narrative:
The device was discarded at the account. A picture of the disassembled device was forwarded, so the alleged condition was confirmed. The device history record was reviewed, and no related non-conformances or deviations were found that could contribute to the failure addressed in this complaint.